Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 09-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer stated after initial call, she went to her doctor's office due to her symptoms. At the doctor's office, her glucose result was 214 mg/dl fasting. Customer was diagnosed with hyperglycemia and was administered IV fluids. New oral medication was prescribed but customer did not know name.

Event description:
Consumer reported complaint for high blood glucose test results. Customer was concerned with test result obtained of 340 mg/dl non-fasting. At the time of the call, the customer reported symptoms of headache and tingling in her fingers. Customer stated that she was going to seek medical intervention and could not continue with the call. No further information was able to be obtained.